Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for increased charging burden and inadequate pain relief. X-ray imaging confirmed lead migration. A revision was completed to resolve the event and restore therapy to the patient.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted. Both leads used in the procedure were from the same lot. Product description: evoke 12c percutaneous lead kit: 60 cm. Model #: 103807. Catalog #: 1008. Serial/lot #: (B)(6).

Manufacturer narrative:
Correction: section h6 - component code was previously reported as part/component/sub-assembly term not applicable (4755) has now been updated to generator (825) additional information: section d4 - expiration date, section d9 - date returned to manufacturer, device returned to manufacturer, section g3 - date received by manufacturer, section g6 - type of report, section h4 - device manufacture date, section h6 - evaluation codes, section h10 - manufacturer narrative. The closed loop stimulator (cls) and leads were returned. The cls passed visual inspection, with no anomalies noted. Functional testing was performed and the device passed functional testing. No increased battery depletion was observed on the returned device. The reported event of increased charging burden and inadequate pain relief could not be confirmed. The device logs were reviewed, confirming a pattern of charging with regular intervals of use and recharging. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include: cls migration or suboptimal placement, which may result in pain or difficulty in charging, and the patient may require surgery (including revision, explant, and replacement) as a result." The returned leads were severed, likely during the revision procedure. The severed portions of the lead were observed under visual inspection, with no damage consistent to the reported event. Device logs prior to the revision date confirmed all impedances within range. The reported migration could not be confirmed. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include: undesirable changes in stimulation sensation and/or location; lead migration from the location chosen at initial implantation, resulting in stimulation changes... The patient may require surgery (including revision, explant, and replacement) as a result of any of the above."